Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction, the most probable cause of the complaint is component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera coupler was in pieces. The event occurred in reprocessing. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera coupler was in pieces. The event occurred in reprocessing. There was no patient involvement.